Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited gradual rising pacing impedances out of range. Technical services (ts) reviewed and noted it was the physician's discretion for when to replace this lead. This lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited gradual rising pacing impedances out of range. Technical services (ts) reviewed and noted it was the physician's discretion for when to replace this lead. This lead remains in service. No adverse patient effects were reported. Additional information was received from the field. This lead was explanted and replaced. This product has not been returned for analysis. No additional adverse patient effects were reported.